Event description:
Material #: 305916 batch #: 3179951 it was reported by the customer that some of needle act like there is not a hole in the needle and when trying to push the bubble out of the syringe, they won't let you and the plunger will bounce back no matter how hard you push on the plunger. Rcc received the complaint via email. Email(s) as attached. Some of our bd safetyglide needles not working. Some of them act like there is not a hole in the needle and when you try to push the bubble out of the syringe, they won't let you and the plunger will bounce back no matter how hard you push on the plunger. We have had a few of these but it's not the whole box. The lot number is 3179951 and expiration date is 5-31-28. Response received on 27-oct-2023: we've had about 10 that we can think of. We had at least one patient that it happened to, and he was not injured or had a problem with it we just got a new needle that was working. We currently do not have one of the needles since we had placed them in the sharps container but we will save one if we come across another. 1. Are you able to confirm the quantity of defective needle? 10 2. Was there any patient involvement? Yes 3. Was there any adverse event or serious injury involved? No 4. Was the procedure completed as planned? How was it resolved? Yes, used another needle 5. Is any photo of incident able to be provide? No, the defective needles were placed in sharps container 6. Is sample available for investigation? If yes, kindly help to provide the facility address for us to provide the return label. No

Manufacturer narrative:
One sample was received. It came in an opened packaging blister visual inspection was performed. No defects or imperfections were observed. The sample was assembled to a syringe with saline solution. The solution was expelled with normal flow. Based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed. The probable root cause could not be determined. A device history record review was completed for provided batch number 3179951 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
(B)(4) ¿ follow up MDR for device evaluation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review was completed for lot #3179951 that showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We appreciate you taking the time to bring this observation to our attention.

Event description:
No additional information.

Event description:
It was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the intimal reporter: "some of our bd safetyglide needles not working. Some of them act like there is not a hole in the needle and when you try to push the bubble out of the syringe, they won't let you and the plunger will bounce back no matter how hard you push on the plunger. We have had a few of these but it's not the whole box." Additional information received on (B)(6) 2023: "we've had about 10 that we can think of. We had at least one patient that it happened to, and he was not injured or had a problem with it we just got a new needle that was working. We currently do not have one of the needles since we had placed them in the sharps container but we will save one if we come across another." 1. Are you able to confirm the quantity of defective needle? 10 2. Was there any patient involvement? Yes 3. Was there any adverse event or serious injury involved? No 4. Was the procedure completed as planned? How was it resolved? Yes, used another needle 5. Is any photo of incident able to be provide? No, the defective needles were placed in sharps container 6. Is sample available for investigation? If yes, kindly help to provide the facility address for us to provide the return label. No

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed